Manufacturer narrative:
The product has been requested for investigation. A follow up report will be filed once investigation results are completed.

Event description:
Customer stated that he hasn't been testing his blood sugar due to his freestyle meter not powering on. He began to experience symptoms of blurry vision, dizziness, shakes and rapid heart beat. Customer's son drove him to his family practitioner who received a clinic meter reading of 360mg/dl on an unknown brand of meter and referred customer to hospital. He was diagnosed with hyperglycemia and treated with insulin in the hospital and released. There was no report of death, serious injury or mistreatment associated with this event.